Manufacturer narrative:
Device passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, hardware low level failure alarm and the main arm cannot communicate with the motor arm alarm confirmed in device history due to broken trace on keypad assembly. Hal software error detected noted in formatted history file due to software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had hardware low level failures alarm. Customer¿s blood glucose level was 164 mg/dl. The customer performed troubleshooting and the customer was able to clear the alarm and was able to rewind the insulin pump however, self test did not pass. The insulin pump will be returned for the analysis.